Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2019. It was indicated that the sensor was inserted on the arm, which is an off label. Data was evaluated and the allegation was confirmed. The root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of parkes error grid. No injury or medical intervention was reported.